Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator does not move smoothly and is difficult to adjust. There was no patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: upon evaluation of the returned device, it was observed that the max pressure and the peak inspiratory pressure adjustment knobs were bumpy before reaching the closed position. The valve system was tested and the device passed the functional test as per neopuff technical manual. Conclusion: the max pressure and the peak inspiratory pressure adjustment knobs were found to be sticky and bumpy before reaching the closed position, this is due to interference from the retaining ring stop within the valve assembly, which interacts during the rotation of the adjusting knob just before the knob reaches the fully closed position. Further testing confirmed that the valve system passed the functional testing. The instructions for use that accompany the rd900aeu neopuff infant resuscitator state the following general warnings: - the neopuff must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator does not move smoothly and is difficult to adjust. There was no patient consequence.